Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received pump error as well as unexplained no delivery alarm. Customer also stated that the pieces was chipped off of reservoir area as well as black rubber piece missing from same area. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The product will not be returned for the analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Device passed the idle current test, run current test, self test and off no power test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm noted. No an unexpected hardware reset occurred alarm and rewind anomaly noted. Unable to verify excessive no delivery alarm and perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.